Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected d9, corrected h3, corrected h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The commander delivery system was returned to edwards lifesciences for evaluation. Visual evaluation was performed and revealed the following: radial and longitudinal burst at distal shoulder of inflation balloon, one (1) balloon wing flared out. Dimensional testing was performed, and all measurements taken of the balloon single wall thickness met specification. Due to the nature of the event, functional testing was unable to be performed. Imagery was not provided for review. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The balloon burst was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as per event description, the degree of calcium in the conduit was moderate to severe. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device unavailable for return.

Event description:
As reported from australia by our edwards lifesciences affiliate, during deployment of a 26mm sapien 3 ultra valve in a preexisting conduit in the pulmonic position, the 26mm commander delivery system balloon burst upon full inflation. The valve was implanted. The devices were withdrawn. The patient presented with mild paravalvular leak (pvl) post-procedure, so a second valve was implanted to resolve the pvl. The patient was discharged home and is doing well.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691-2024-00914.